Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 was not detected on the bus. The field service engineer (fse) stated that the customer reported that the half-height cubie drawer 6.1 on the auxiliary device had failed. The fse reviewed diagnostic results, which showed that cubie pocket d1 had multiple failures, and the customer decided to unload and replace the cubie pocket. The fse shut down the device to reseat the row board and retractor cables and then rebooted the device. The fse verified that the half-height cubie drawer was operational. The customer was able to open and inventory the drawer successfully. No further issues were reported for this device. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 was not detected on the bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.